Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v604556, implanted: (B)(6) 2011, product type: lead. Product ID: 3093-28, lot# v604556, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) via a manufacturing representative (rep) reported that the lead was partially removed. A surgical intervention occurred. The physician was unable to remove it all the way and part of the lead was left behind. The physician tried to remove the lead, but the lead would not move. The physician was afraid it would break and not be able to remove it. This occurred during a normal battery depletion replacement. The issue was identified using fluoroscopy and intraoperative testing. The lead was left long enough so that if the lead had to be removed, it could be in a more in depth surgery. The issue was resolved at the time of the report. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim.